Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The array 961581 suretrak2 large passive (lot# 130424) was returned for analysis. Analysis found that the returned tracker was found to be in good condition with no apparent physical damage. The tracker was able to attach to a clamp without issue. With markers attached and fully seated, the tracker returned good geometry error with normal tracking. There was no fault found with the device. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the site had a damaged black suretrak. This was discovered during set-up and no patient was present. The orange surtrak was used instead.